Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pigtail detached from the cartridge. Reportedly, this occurred on three cartridges. There was no reported adverse impact to the customer's blood glucose level. A new cartridge was loaded to address the event and insulin delivery was resumed.